Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure the hub end of the sheath valve was leaking air. The sheath was exchanged with a non-abbott (faradrive) sheath and the procedure was completed with no adverse patient consequences.